Event description:
Patient was having a chest x-ray as follow up to pneumonia. Two exposures were taken, both showed no images post processing. No error code was given. The system acted as normal. The patient was moved into another room and re-exposed for another chest x-ray.